Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right atrial (ra) lead had stored atrial tachy response (atr) episodes that showed observations of the respiratory rate trend (rrt) sensor oversensing the high out of range pacing impedances greater than 3000 ohms. Technical services recommended turning rrt off. The system remains in-service. No additional adverse patient effects were reported.